Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small air bubble in the luer lock after loading a cartridge. The customer did not know if the event impacted their blood glucose level. Recommendation was made to prime the tubing until the air bubble is removed.